Event description:
Per the clinic, the patient developed infection at implant site however the issue did not resolve; subsequently the receiver-stimulator was explanted on (B)(6) 2016 and the electrode array was left institu. Re-implantation is planned but has not taken place as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is submitted september 13, 2016.